Manufacturer narrative:
The evaluation and repair of the device has not been completed. (B)(4).

Event description:
Customer from the united states reported that an 840 ventilator touch frame panel had screen block error. The device was not being used on a patient wen event occurred. The date of the event is unknown.